Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0rk3w, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a patient reported there were none for their history of uti's prior to and since implant of the implantable neurostimulator. The patient noted the cause of the reported uti's was a vaginal vault prolapse. The patient stated the uti has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rk3w, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that the implant stopped working and the patient was having bladder pain on the lower spine area. The therapy reportedly worked flawlessly until four days prior to this report. The patient went to the doctor and they found that she had a uti. She was given medication for this. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.